Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). Date of death: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an occluded non-medtronic stent graft. The non-mdt stent graft was relined with an endurant iis bifurcated stent graft and three stent graft limbs. It was reported that the patient expired. The exact date of death is unknown. As per the physician, the medtronic stent graft was not the cause of the death. The cause of death is not available. No additional clinical sequelae were reported.